Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse tested the cart and pump together and found a leak in the pump after narrowing down the leak. To fix the issue, the fse replaced the assy, helium reservior, applied grease to retest the unit for leaks and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The failure analysis and testing department received a helium reservoir assembly p/n , with a reported that the reported the unit had a helium leak. Performed visual inspection of the helium reservoir assembly per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the helium reservoir assembly into fat iabp cardiosave test fixture for testing of the reported problem. Performed and tested the helium reservoir assembly in accordance with procedure number (B)(4) revision c and the cardiosave service manual part number 0070-00-0639 revision q. Performed all manifold test/leak test in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit had a helium leak. The fat is unable to replicate the failure experienced by the customer. Retaining the helium reservoir assembly in the fat per procedure (B)(4) rev ak. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.